Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had a heart attack yesterday and had to be externally defibrillated; the heart attack was not related to the device/therapy. Following the defibrillation, the patient was twitching, which resembled having a seizure. The manufacturer representative (rep) confirmed that there was no power on reset (por) message occurred and there were no impedance abnormalities. The rep turned the implantable neurostimulator (ins) off but the twitching remained, however, the health care provider (hcp) elected to keep the device off as turning it off improved the "face affect".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.